Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient on arctic sun device for fever control. Device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 17.8c, water flow rate (wfr) was 1.6l/m. System diagnostics were outlet monitor temperature (t1) was 17.8c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 18.3c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 0, heater 100, water reservoir level (wrl) was 5, system hours were 1898.6, pump hours were 1770.2. Walked through stop therapy, empty pads and drain 16 ounces of water from device. Restarted therapy. Called back 30 minutes later and water temperature reading 32.5c, patient temperature (pt) was 36.4c. Advised to keep watching water temperature and make sure it was responding to patient temperature appropriately. Call back with any questions or if alert returns.

Event description:
It was reported that patient on arctic sun device for fever control. Device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 17.8c, water flow rate (wfr) was 1.6l/m. System diagnostics were outlet monitor temperature (t1) was 17.8c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 18.3c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 0, heater 100, water reservoir level (wrl) was 5, system hours were 1898.6, pump hours were 1770.2. Walked through stop therapy, empty pads and drain 16 ounces of water from device. Restarted therapy. Called back 30 minutes later and water temperature reading 32.5c, patient temperature (pt) was 36.4c. Advised to keep watching water temperature and make sure it was responding to patient temperature appropriately. Call back with any questions or if alert returns.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error, where the arctic sun device does not provide heating. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.